Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was received stating that variable pacing impedance measurements have been observed over the past six months on the right ventricular (rv) channel. Impedance is currently 1700 ohms, with good threshold and sensing measurements, no noise, episodes or patient symptoms. The lead safety switch (lss) was programmed on. The physician will continue to monitor this patient and there is no plan to make any system changes at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that this patient had been lost to follow up and is now in the hospital presenting with vague symptoms due to a non-device related issue. System evaluation noted atrial impedance measurements were greater than 2000 ohms and the lead safety switch (lss) had been triggered. There was no noise or oversensing noted. An x-ray was performed which identified a possible conductor fracture. The lead was reprogrammed to bipolar sensing and unipolar pacing. A review of patient data noted over three hundred atrial tachycardia response (atr) episodes and possible pacemaker mediated tachycardia (pmt). Additionally, high rate pacing was observed due to possible interaction between minute ventilation (mv) and monitoring equipment. The caller programmed mv off to avoid the high pacing rate and the lead was reprogrammed to bipolar sensing and unipolar pacing. The fracture was not conclusively identified as the cause of the out of range pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.